Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's battery and verified that it was depleted. The battery was placed into a test device and the test device was able to power on briefly but then powered off after 3 seconds. The customer received a replacement battery. The cause of the battery becoming depleted prematurely could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.